Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the advia centaur instrument and instrument data indicate that the cause of the discordant troponin result was due to a cracked luminometer cover. The fse repaired the luminometer cover and the instrument is performing within specifications. No further evaluation of the device is required. .

Event description:
Discordant advia centaur troponin results were obtained on one (1) patient sample. The laboratory questioned the result, then repeated the sample on the same instrument and a second instrument to confirm. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.